Manufacturer narrative:
The investigation conducted on site, highlighted: a plastic screw was found to be broken. The screw is used to retain the half cover piece in place. The maintenance program indicates ''any cover components showing signs of fracture must be changed as soon as possible". The ceiling distribution arm has been repaired and is returned in good working condition. Getinge USA, inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure, investigation, analysis and resolution for the device described in this report.